Manufacturer narrative:
(B)(6). This follow-up report is being submitted to relay additional information. Concomitant medical products - g7 screw catalog#: 010000999 lot#: 3782400, g7 dual mobility liner catalog#: 110024465 lot#: 719520, arcos distal stem catalog#: 11-300816 lot#: 913480, arcos cone body catalog#: 11-301312 lot#: 763340, ceramic femoral head catalog#: 650-1055 lot#: 005680, ceramic taper sleeve catalog#: 650-1066 lot#: 215630, active articulation bearing catalog#: ep-200152 lot#: 281510. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: (B)(6) blood tests performed (B)(6) 2016 revealed chromium level of 4.3 ug/l if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. There are warnings in the package insert that this type of event can occur. Under possible adverse effects, number 2 states, "early or late postoperative infection and/or allergic reaction."

Event description:
Legal counsel for patient reported patient has been indicated for revision due to allegations of infection. No revision has been reported to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.